Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified, moderately tortuous, chronic totally occluded, mid femoral artery. The 5x150 mm supera veritas stent system was advanced in the patient anatomy; however resistance was felt when advancing the thumb slide during the first few centimeters of stent implantation. Severe force was applied to move the thumb slide, and the thumb slide began to move again and the supera stent was implanted without further issue. At the end of stent implantation, it was noted the tip of the supera catheter was missing. The tip had detached and remained in a very narrow lesion which was not properly pre-dilated. An attempt to retrieve the tip with a snare system was unsuccessful. The tip was pushed into a collateral vessel of the posterior artery. All vessels are patent with no limit in blood flow. No further intervention was required. The patient is fine even though the tip remains in the collateral vessel. Due to the prolonged procedure the patient received unspecified medication. Although there was a delay in the procedure it did not result in significant impact to the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The tip separation was confirmed. The deployment difficulty was unable to be confirmed as the stent had already been deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties and additional treatments appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional information indicated that the vessel diameter was 5-6 mm. After preparation of the vessel with a 5 x 120 mm balloon catheter for a period of 2 minutes, the 5x150 mm supera veritas stent system was advanced in the patient anatomy. Some resistance was felt during advancement of the supera stent delivery system with the guide wire outside the anatomy; however, after about 20 cm the delivery system was able to be advanced without further issue.